Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: attempted to disengage the intercalary segment from distal femoral component, was cold welded, during attempt to remove, a fracture occurred distal to well-fixed stem, resulting in removal of stem. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055 bololxd head 428120, 650-1066 sleve taper 779450, 150393 stem 249710, 87-3435 depuy liner 7930873, item #: unknown unknown competitor cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00466.

Event description:
It was reported that the patient underwent a left tha on an unknown date. The patient was revised several times. During the latest procedure, it was found that the body was cold welded to the distal stem. In the attempt to disengage the body from the stem, the stem was also fractured and had to be replaced. Leg length was addressed with the new stem and the femur was cabled to avoid fracture. Attempts have been made and no further information has been provided.